Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. This event affected 500 devices. The following information was provided by the initial reporter. The customer stated: there was an "overfill issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive customer samples or photos from the customer in support of this complaint. Therefore, 10 production samples from the bd inventory were functionally tested and the customer's indicated failure mode was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.